Manufacturer narrative:
Product analysis: the device returned for evaluation with the stent positioned on the balloon as per spec and with a detachment on the hypotube. The hypotube material was oval and jagged on both sides of the detachment site. There was kinking on the hypotube proximal/distal to the detachment site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the catheter shaft detached during advancement through the guide catheter. The target lesion was located in the distal circumflex (cx) artery which exhibited moderate tortuosity, moderate calcification and 80% stenosis. The device was inspected prior to use with no issues noted. Negative prep was not performed. The device was not kinked and restraightened during use. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The detached portion of device does not remain in the patient. The device was removed from the patient with no incident as part of the catheter shaft remained outside the body.